Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he had high blood glucose all day. Customer stated that he changed his set and still had high blood glucose. Customer stated that he also took a manual injection and his blood glucose was still high. Customer stated that he removed the tubing at the quick release and forgot to replace it before taking several boluses. Customer reported that he had 7.0 units of active insulin. Customer was advised to use the manual bolus feature on the pump. Customer declined troubleshooting for high blood glucose. Customer was advised to contact his health care professional regarding the manual injection being ineffective in bringing down his blood glucose. Customer's blood glucose was 400 mg/dl. Customer stated that he is going to bolus again with the pump.